Event description:
Caller reported a black line was across the whole display of the meter. Caller stated measurement results were not affected. Preliminary evaluation found display failure; verified display malfunction which might lead to the misinterpretation of a blood glucose result or the misinterpretation of insulin amounts. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).